Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination found the stent was detached from the balloon and was not returned. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, crimp temperature and crimp duration for the device all are within the specified range. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the inner and outer were kinked at several locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left coronary artery. A 2.25x12mm promus element ¿ stent was selected however during the procedure while inside the patient, it was noted that the stent strut was lifted. The device was completely and directly removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was removed intact from the patient and that stent detachment occurred outside patient after the device was removed from the patient. The stent was disposed by the hospital.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left coronary artery. A 2.25x12mm promus element ¿ stent was selected however during the procedure while inside the patient, it was noted that the stent strut was lifted. The device was completely and directly removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.